Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It should be noted that the prostyle instructions for use (IFU) states: do not use the perclose prostyle suture-mediated closure and repair (smcr) system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. Note: this may require both a right anterior oblique (rao) and left anterior oblique (lao) angiogram to adequately visualize where the sheath enters the femoral vessel. In this case, it is unknown if the instruction for use deviation contributed to the reported event. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot (knot lock) may include, but are not limited to, user pulled non-rail limb too early, excessive force on knot, pulls rail limb to form knot while pushing device down rail, knot jams in subcutaneous tissue. It is unknown if the instruction for use deviation contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code: 1494 - incorrect anatomy. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of two prostyle devices were successfully pre-placed; however, the physician used a high stick at initial access. The sheath was upsized to a 16f sheath and the tavr procedure was completed. Reportedly, during suture management, the knots of both prostyle devices could not be fully advanced to the vessel level so hemostasis was not achieved. A non-abbott device and manual compression were used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.